Event description:
It was reported that the tip of the tap broke while tapping the pedicle. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the tap was returned for eval. Visual and microscopic examination confirmed a fracture in the threaded/grooved portion. The fracture surface is fairly tortuous indicating a certain level of ductility with no clear initiation site of the fracture. The shape and location of the fracture suggest the part was overloaded remotely by bending load. This caused the fracture of the part at one of the areas where the thread meets the axial spiral groove. A review of the device history records did not identify any applicable nonconformance to specification.